Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced hyperglycemia with a bg of 400 mg/dl following an alert 38 system error that interrupted insulin delivery. The user presented to the ER with nausea and dizziness and was treated with IV insulin before being discharged the same day. No further complications were reported, and the user resumed ilet therapy after receiving a replacement device.